Event description:
Sorin group (B)(4) received a report that the cardioplegia pump would rotate at .20 lpm, as if it were set to this default rate, when the blood pump was started. The system was reset and the pump functioned properly. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump would rotate at .20 lpm, as if it were set to this default rate, when the blood pump was started. The system was reset and the pump functioned properly. There was no pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete. This report is being filed late because it was inadvertently misplaced.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cardioplegia pump would rotate at 0.20 lpm, as if it were set to this default rate, when the blood pump was started. The system was reset and the pump functioned properly. The device was evaluated by sorin group (B)(4). The reported issue could be confirmed. A problem with the software was found. A field engineering note was implemented with regards to the software and a corrective change order was generated. No nonconformities were noted during the device history record review regarding this issue.